Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer provided the hmi (hygiene microbiological investigation) results. The customer hmi (hygiene microbiological investigation) results reported the endoscope device channel (all channels) tested positive with microorganism with the following: culture test at 180 ml (30 degrees celsius for 2 days) - device tested positive with microorganism earobics (enterobacter) greater than 100 cfu/ endoscope. Culture test at 361 ml (30 degrees celsius for 2 days) ¿device tested positive with microorganism aerobic greater than 100 cfu/ endoscope. Culture test at 361 ml (30 degrees celsius for 3 days) ¿ device tested positive with microorganism aerobic greater than 100 cfu/endoscope. Intermediate level disinfection and rinsing ¿ greater than 25cfu/100 ml microorganism indicators. High level disinfection and rinsing with sterile water= 1 cfu/100 ml microorganism total = 1 cfu/100 ml microorganism indicators. The ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) performed a culture test for the device after the device was reprocessed the results reported the endoscope device channel (all channels) conforms to results of revivable micro-organisms less than 1 cfu/100 ml and less than 1 cfu/endoscope . The results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. The device was then returned to rrc (regional repair center) france olympus for device evaluation. The device inspection and evaluation findings noted below: device inspection found probe unit defective, ccd cover lens cracked. Bending section (a-rubber) glue gluing worn out and peeling. Switch #1 key top 1 unclear indication/damaged. Angulation system check failed- less angulation noted. ID chip function passed. Below are information on customers cds checklist: paa_cds machine soluscope 4. Aer/ewd reprocessor: not tested. Model name: soluscope series 4. Detergent name: soluscope cln. Disinfectant name: soluscope paa. Pre-cleaning: aspiration of water through the instrument/suction channel. Flushing channels : a/w channel, auxiliary water channel, balloon channel , forceps elevator wire channel. Detergent used : enzymex. Manual cleaning : brush points: instrument / suction channel , suction cylinder , instrument channel port,balloon channel, distal end areas around elevator. Brush model: - swab : 201797 aseptinmed. - brush : an2580000 albyn. - swab model : an1853018 albyn. Scope sterilized per procedure. Scope maintenance : by olympus. Manual cleaning performed.- detergent used: enzymex. Scope storage: horizontally placed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to recommendation. The following is included in the IFU: "warning: improperly reprocessed equipment poses an infection control risk to each person who handles the endoscope within the hospital or at olympus." Olympus will continue to monitor field performance for this device.